Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was receiving baclofen via an implantable pump for spinal cord injury/spinal cord disease and intractable spasticity. It was reported that that since about 2 weeks after implant date, the patient had been having a lot of problems that resembled either severe baclofen withdrawal or severe baclofen overdose. The caller stated that the patient ended up in the ICU because their blood pressure had dropped so low. The caller mentioned that they had done a CT myelogram on the patient and 2 other tests, and it was showing that the pump was functioning properly. There was no need for a revision so they would not see the patient again. The symptoms the patient was having were so severe that they were ending them in the hospital. The caller also mentioned that the symptoms were getting progressively worse and bouncing back and forth at a faster pace. The caller said that when the patient had spasticity, it was more of the leg jerking. Now it was just like their legs were shooting out and they would get so rigid to where they couldn't break this spasm. The caller stated they had been to several other specialists. The caller stated this was the patients 4th hospital visit and the last visit they almost lost their life. The caller also stated the patient never had to have the medication upped, and they were also on oral baclofen. The agent reviewed dye studies with the caller and redirected the caller to their healthcare provider (hcp) to further address the issue.